Manufacturer narrative:
In use at the time of the event: cgm model: g7 mobile os: android / android_galaxy a03s / 2.8 / android 16.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg level. Reportedly, the customer continued to use the pump for insulin therapy